Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Patient have chronic inflammation, bodily damage and likely to cause serious injury and damages.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.